Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-54i, lot # 40320102, description: modular dual mobility insert; cat # 6260-9-228, lot # 48546305, description: 28 mm +4 lfit v40 head; cat # 509-02-72i, lot # mnkhdp , description: tritanium revision acetabular; cat # 6276-1-023, lot # 47778501, description: 23mm mod rev hip body/bolt stdcomponent level 9006-1-023; unknown screws; unknown cone body; unknown conical stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised all components from patient's right hip due to infection.

Manufacturer narrative:
An event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis due to hospital policy. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that surgeon revised all components from patient's right hip due to infection.